Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implant for complete heart block (chb). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that following the implant of the valve, the chb was first identified on the day of the valve implant procedure. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve (B)(6), a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22-millimeter (mm) non-medtronic balloon (bard - true), due to a pre-existing gradient of 60 millimeter of mercury (mmhg). The valve was loaded by an experienced loader (100+ previous loads). Visual, tactile, and fluoroscopic checks were performed to confirm the loading of the valve. Node overlap was identified to the second node. The system was inserted, and the valve was fully deployed. An infold at the valve inflow was then identified. It was noted that there was annular calcification on the non-coronary cusp (ncc) side of the native annulus and some iliac tortuosity was encountered, but no atypical anatomy was encountered. During removal of the delivery catheter system (dcs), the nose cone was unable to be pulled through the valve frame. 10mm and 18mm balloons were used in sequential order to expand the inflow part of the valve. After the 18 mm balloon inflation, the infold remained. With rapid pacing of 180 beats per minute, the valve was dilated with a 25mm non-medtronic balloon (b. Braun - zmed). The 25mm balloon resolved the infold; however, during the inflations, the valve dislodged above the annulus. The valve was attempted to be snared above the sinotubular junction (stj) but was only moved a short distance. A second transcatheter bioprosthetic valve (B)(6) was loaded on a new dcs and was successfully advanced through the first valve. Imaging was then performed to confirm good coronary perfusion. The second valve was deployed successfully, with part of the frame inside the first valve. Final angiography was performed, and good coronary perfusion was confirmed. The final hemodynamic measurements were performed, and the implant procedure was completed. It was reported that a permanent pacemaker was implant one day following the implant of the valve for complete heart block (chb). No additional adverse patient effects were reported. Additional information reported that the first valve was initially partially deployed supra-annular and was recaptured. The infold was identified when the valve was fully deployed on the second attempt. Following the implant of the second valve, the chb was first identified on the day of the valve implant procedure. No additional adverse patient effects were reported.